Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have being subjected while in vivo.

Event description:
It was reported that the stimulation was not working due to high impedances on the lead. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.